Event description:
It was reported during a diagnostic transbronchial needle aspiration (tbna) procedure, after the first pass of the needle, the single use biopsy valve broke, and part of the biopsy valve went down the scope. The clinician was able to retrieve the part which was found in the patient's lung with a disposable biopsy forceps. The procedure was prolonged greater than or equal to 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.